Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of noise. When testing the patient in clinic, noise was present with arm movements and both treated and untreated stored episodes were found upon interrogation of device. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.